Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported worried and evidence of intracapsular rupture identified via ultrasound, against left side device. Device remains implanted.

Event description:
The device has been explanted and replaced with non allergan implants.

Event description:
Patient reported "worried" and "evidence of intracapsular rupture" identified via ultrasound, against left side device. The device has been explanted and replaced with non allergan implants.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed opening but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.